Manufacturer narrative:
Analysis of the catheter found damage to transition tube.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed on the portion of the returned catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen 2000 mcg/day at an unknown daily dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump started to erode through their skin. An infection was suspected. The event date was (B)(6) 2016. Any environmental/external/patient factors that may have led or contributed to the issue were not available. A tissue sample and culture were ordered. The patient's dose was weaned down over approximately a week. A full system explant then occurred on (B)(6) 2016. During the explant, the catheter was discovered frayed behind the pump and covered in tissue. There was no obvious drug noted in the pocket and the rep didn't believe there were any reports of therapy issues except the pump pocket infection concern. A portion of the catheter was returned, while a portion remained in the patient's spine. The issue was considered resolved at the time of the event. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.